Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture not attached to the needle during plunger withdrawal was confirmed. Additionally, during device analysis it was observed that an anterior cuff tab was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after a transcatheter aortic valve implantation procedure. Reportedly, at the end of the procedure, the proglide was attempted, but when the plunger had been withdrawn there was no suture attached. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The hospital account has a trained physician as per the training agreement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.